Event description:
It was reported to the aci sales professional that a male patient with a history of right leg amputation underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the left common femoral artery via a 6f procedural sheath. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. There was no report of complication during the procedure and hemostasis was successfully achieved with the mynx. It was reported that while the patient was in the holding area, he complained of pain and the staff observed that the patient had developed an active bleed at the access site. Reportedly, the staff could not resolve the bleeding in the holding area so the patient was sent to surgery. The vascular surgeon performed a surgical repair and it was found that the sealant was in the tissue on top of the artery. The patient tolerated the procedure well and was discharged to home two days later with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.